Event description:
It was reported that the lead had high impedance and apparent sensing issues. The lead integrity alert was triggered, though it may have been a false positive because the patient has very fast non-sustained ventricular tachycardia/ ventricular fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.